Event description:
On (B)(6)/2009, the patient reported he is receiving an e6 (mechanical error) on his insulin infusion device. He stated, he is using an aa alkaline battery that has been in use for about a month. To troubleshoot, the patient was instructed to insert a new battery. While going through the "change cartridge" process, he mentioned the last time he tried this his device gave an e6 and made an abnormal clicking noise. He said, he noticed the e6's started about 2 weeks ago and the noise began today. He said his device has not been exposed to water and has not been dropped. He stated he does live in a humid climate. He has switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.